Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for intractable spasticity. Patient reported that in (B)(6) of 2020 the pump "would stick out" and it "moved on its own" so it had to be revised again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.